Event description:
Customer reported to beckman coulter, inc. (Bec) that there was an unusual increase of false positive rheumatoid factor (rf) patient results when rf reagent lot m012376 was used. Customer reported that the rf patient results were generated on the immage 800 immunochemistry system. Customer reported that the false positive patient results were always a little over 20 iu/ml. Customer reported that the erroneous results were reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Erroneous rheumatoid factor results were generated on three different days. This report is one of three reports related to three reportable events that occurred on three different days. This report is related to MDR#2050012-2011-06999 and MDR#2050012-2011-07007.